Manufacturer narrative:
Follow-up # 1 date of submission 10/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 9/13/2016 with the following findings: a review of the pump black box data showed no evidence of pump reboot events. During visual inspection of the pump, it was observed that the battery compartment was cracked. There was no evidence of physical damage on the battery compartment threads. The battery cap and cartridge cap were not returned with the pump and test caps therefore they could not be tested. The test battery cap was able to secure to the pump for testing. The pump was exercised for 24 hours with no loss of power occurring therefore the investigation was unable to duplicate the initial complaint about a ¿power¿ issue. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had intermittent power. The reporter claimed that the pump had a cracked battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.